Event description:
Approximately eight months post index procedure the patient complained of chest pain. Echocardiography was conducted, but the cause was not determined. Cag was conducted and focal re-stenosis was observed at in-segment area from the proximal end of the implanted cypher at the proximal circumflex. In addition, 90% stenosis observed towards the postero lateral branch. Two weeks later cag was conducted again; the stenosis in the postero lateral branch was treated using a 2.5 x 18mm cypher stent. A second 2.5x18mm cypher stent was also deployed at the distal circumflex. A third 3.0x13mm cypher stent was deployed proximal to the cypher implanted at proximal circumflex, where the edge was sticking out to the left main, semi-crush stent technique was performed. Post dilation was done. Kissing balloon technique was conducted at the proximal circumflex and lad. Ivus was conducted and the case finished.